Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: pseudoarthrosis, c6-7 status-post acdf c5 to c7. Advanced degenerative disc disease,c3-4,c4-5 with instability at c3-4 and bilateral foraminal stenosis. For which, patient underwent following procedures: anterior cervical fusion,c3-4 and c4-5. Anterior segmental plate fixation ,c3-4-5. Structural allograft,c3-4 and c4-5. Use of rhbmp-2/ acs for aid and healing of spinal fusion. Partial removal of plate. Application of mayfield three point fixation device. Per operative notes, rhbmp-2/acs was prepared and soaked in for greater than 20 minutes and a small portion of a single sponge, the equivalent of ¼ of a sponge amounting to 0.1 cc of volume was placed into the central portion of the spacer. Once completion of the decompression, the endplates were flattened to fresh bleeding bony surfaces and a non-lordotic 7 mm trial was noted to fit well. After soaking, this was packed with 0.2 cc of rhbmp-2/acs and easily placed into position without significant impaction. Distraction was then removed and the graft noted to be clamped down in the end plate in excellent overall alignment. Patient tolerated the procedure well without any intraoperative complications. Post operatively patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.